Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-apr-2020, UDI#: (B)(4). Conclusion code is for the pump and conclusion code is for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The patient¿s medical history included having symptoms (being sick/nauseated all of the time) in (B)(6) 2018 after the 2 trial shots of morphine she was given prior to having her infusion system implanted. The indication for pump use was spinal pain. On (B)(6) 2018 the patient reported that she had leaned over a coffee table and felt a pop in her back. She went to give herself a bolus dose and it felt like water running down her back. She had an x-ray on (B)(6) 2018 and everything was fine. About 3 weeks ago, her pump came through her skin and ¿got a little infected¿. The patient talked to a nurse and was told to go to the ER (emergency room) and they took a picture. The patient was taken to surgery because the doctor had to clean it out. Right before they did the surgery to fix her pump coming through her skin she was told that ¿the catheter tubing was definitely not in the sack¿. Since the surgery, the patient had been going back every week. They took stitches out and took some of the staples out. She was going back today ((B)(6) 2018) to take more staples out. Per the patient, if she stood very her long her ¿back killed her¿ and she was still in pain if not more since implant. She stated that she knew she was on a low dose and she got a bolus dose every hour on the hour. No further complications have been reported as a result of this event.